Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during inspection it was observed that the short attachment device was making an abnormal noise, had vibration, and cutting burrs could not be inserted smoothly. It was further observed that the compact speed reducer device was scratched on the drive shaft, was making an abnormal noise, and had vibration. It was noted in the service order that there was a connection failure. It was not reported if the devices were being used together when the events occurred. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as (B)(4) 2018 on the initial report. This date has been updated to (B)(4) 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings of the short attachment device were worn. The assignable root cause was determined to be due to wear from normal use and servicing. A review of the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.